Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. The customer¿s blood glucose was 390mg/dl. During troubleshooting, tandem technical support confirmed that the battery was depleting as expected; however, customer did not acknowledge this information and requested a pump replacement. The customer continued to use the pump for insulin therapy.